Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 lead; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: 5432882. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient did not charge their ipg as recommended and the ipg became unable to communicate with external devices. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue. During the surgery it was noted that one of the patient's lead had high impedances, as result, surgical intervention may be undertaken to address the impedance. It is unknown which lead is impeded.